Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that almost 3 months after the dental implant was installed in patient's mandible it was verified its non- osseointegration . Forty ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type I.